Event description:
Facility reported small battery drive handpiece was found to be working intermittently during routine testing. There was no surgical or patient involvement. The handpiece was tested in conjunction with the reported battery casing and reporter is not sure which device is not operating correctly. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The reporter's complaint that this device operates intermittently could not be confirmed. The unit was tested and passed all manufacturing specifications. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).